Event description:
During preparation, the physician noted that the separator 026 would not pass through the reperfusion catheter 026. All tests were done outside the pt and there was no injury.

Manufacturer narrative:
Add'l catalog#: pss032. Lot#: f13051. Expiration date: 04/2011. Device manufacture date: 04/01/2008. Tech eval: the unit was returned with the separator 032 inside of the reperfusion catheter 032. Once the units were decontaminated, the separator was again inserted into the catheter. The separator came to a hard stop approx 121 cm from the hub. Visual inspection of the catheter shows a gap where the extrusion junction of the catheter was not properly re-flowed at approx 36cm from the tip. This gap slightly reduced the lumen diameter of the catheter and corresponds to the location where the separator came to a hard stop. The separator cone was also examined and found to be out of spec. The separator od measured 0.02734 inches and the spec is 0.022 inches +/- 0.002 inches. Conclusion: the customer perception was confirmed. The root cause of the problem is associated with an out of spec separator cone od which is larger than the catheter inner diameter in addition to the reduced diameter of the catheter lumen caused by the transitional gap. The DHR's of these mfg lots have been reviewed and copies are attached. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 0587 (lot# l12533). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l12533) indicated that 100% inspection of the devices resulted in 6 rejects post hub molding and 7 visual rejects post coating. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement. A review of the device history record (DHR) was completed on part# 5070 (lot# l13051). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l13051) indicated that 100% inspection of the devices resulted in no visual rejects. (B) (4). The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The unit in the incident form was found to have an out of spec od most likely was not part of the sampling plan. No non-conformance was associated with this lot; the parts released in this lot met process requirement.